Manufacturer narrative:
Visual assessment of the device shows that the ts are free from the insertion needle but remain attached to the device by the suture. The actuator is in its t2 post deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the simultaneous deployment of t2. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the meniscus suture surgery, when deploying t1, t2 deployed simultaneously. No reported patient injuries. No other complications were noted.